Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The base has got separated from the top at multiple points. It would be helpful if the base was more securely glued and the edges could be more smoother at the back end.